Event description:
Healthcare professional reports a case of alcl via maude report ((B)(6)). Follow up info was not able to be obtained. The surgeon did not want to supply any add'l info at the time of this report.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.